Event description:
The event is reported as: the customer alleges that the unit will not power on. The reported issue was detected during functional testing.

Manufacturer narrative:
The device was received by the MFR, but the investigation is incomplete at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 11/08/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.